Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated by the physician, and the dampened sensor confirmed to be in a vessel with an overly small diameter via angiography. The physician is going to monitor patient's mean trend overtime and will continue to have the patient send readings. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
On (B)(6) 2023 a right heart catheterization and angiogram were performed to investigate the sensor dampening. Angiogram of the vessel shows the sensor appears to be in a distal vessel that is less than 5 mm in diameter. The physician plans to monitor the trend of the patient¿s mean pressure overtime and will continue to have the patient send readings.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.